Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts as part of preventative maintenance-a procedure to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous low patient results generated for gluh (glucose), tp (total protein) and tbil (total bilirubin) on their unicel dxc 600 pro synchron system. The erroneous patient results were reported out of laboratory and later they were amended. There was no effect to patient treatment in connection to event.